Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No issues were seen with the device or the data from the device. Download data indicates the device ran for 530 pulses, administered several boluses, temp basal changes, and basal pulses. Nothing was found that would indicate a needle mechanism failure has occurred. No damages or defects were seen with the soft cannula or needle mechanism that would cause improper insertion of the cannula. The fluid path was inspected and no signs of leakage were observed. The cannula was clamped and ratchet gear spun, no leakage was observed. No other damages or defects were observed that could contribute to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 323 mg/dl while wearing the pod between 4 and 24 hours on the arm. After realizing elevated bg levels, the patient found that the needle had not deployed as intended.